Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. The cause of the peritonitis event was reported to be a bowel perforation. Treatment for the peritonitis event and the bowel perforation was not reported. The patient was taken to the emergency room (ER) four days after diagnosis and admitted. It was reported the patient refused treatment including pd therapy. The patient passed away in the hospital one day after being admitted. It was not reported if an autopsy was performed. Additional information was requested, but is not available. This is report 4 of 4 involved in this event.